Manufacturer narrative:
This report is submitted on october 04, 2023.

Event description:
Per the clinic, the patient experienced a skin infection at the abutment site and subsequently was treated with topical antibiotics on (B)(6), 2023 (specific duration not reported).